Event description:
It was reported that a user observed increased insulin usage on an ilet pump, noting a cartridge that typically lasted almost four days was depleted in two days while glucose readings were in the 300s to 400s for most of a day; review of reports showed the user was out of range for a majority of the day and the system delivered frequent correction dosing consistent with automated operation. Symptoms included no reported adverse clinical effects. Outcomes included no need for medical intervention, no emergency treatment, and no hospitalization. Troubleshooting and education were completed, and the user confirmed current glucose values are in range and expressed improved understanding of insulin delivery under prolonged hyperglycemia. Investigation included complaint review and data review of reported glucose trends and dosing behavior. Investigation of this case revealed the device behaved as designed by increasing insulin delivery in response to sustained hyperglycemia. It was concluded that the event was related to hyperglycemia of unclear cause with device function consistent with specifications. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.